Event description:
During a scheduled procedure, physician attempted to seat the davinci xi cautery hook into the arm for the procedure. The instrument displayed an error code on the monitor and multiple efforts were attempted to re-seat and trouble shoot the instrument. The instrument ref# (B)(4) and lot# n10200129. FDA safety report ID # (B)(4).